Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. In march 2006, the pt was seen by a company representative for device evalaution. Testing performed confirmed that the device was functioning. Programming adjustments were made. However, the reported problem was not resolved. Surgery to explant the pt's device is to be scheduled.